Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicates this ICD was explanted for a therapy upgrade. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high pacing impedance measurements greater than 2000 ohms. No adverse patient effects were reported. Additional information was requested; however, no further information was received.